Event description:
Customer reports to have received a calibration error and bad sensor. Customer's blood glucose ranged from 40 mg/dl to 70 mg/dl. Customer's blood glucose at the time of call was 251 mg/dl. Customer was advised to change sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).